Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a user facility on 2018-dec-07 indicated the event date was (B)(6) 2018 (please note: this conflicts with the previous report of the event date being (B)(6) 2018-). It was noted the patient had a history of multiple sclerosis and has had a right-sided baclofen pump for four years. The patient began having generalized pruritus and spasticity. The patient's baclofen pump was interrogated at a hospital and the motor had intermittent stalls. The patient was given oral baclofen and tizanidine to avoid withdrawal symptoms until the pump could be explanted and replaced. The patient was sent to acute rehabilitation on discharge for occupational therapy/physical therapy. It was noted there was a device malfunction where the device did not do what it was supposed to do. No further compilations were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving gablofen (2000 mcg/ml, 1383 mcg/day) via intrathecal drug delivery pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that a motor stall occurred on (B)(6) 2018 at 17:32 (pump status and/or event log reported motor stall occurred, motor stall active) and restarted at an unknown later date, and a second motor stall occurred on (B)(6) 2018 at 03:00. The patient did not recently have magnetic resonance imaging. There were no electromagnetic interference/magnetic sources present. There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the cause of the motor stall was not determined during replacement of the pump. The 40ml pump was replaced with a new pump and a port study was completed that indicated that the catheter was functioning properly. The pump was explanted (B)(6) 2018 and would be sent back for analysis. No further complications were reported.